Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery displayed 30% charge and suddenly dropped to 0%. The pump subsequently shut off and turned on, displaying 25% charge. Reportedly, the pump shut off again and despite connecting the pump to a power source to charge, the pump remained unresponsive. The customer's blood glucose level was above 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.